Event description:
Caller reported that the t:slim x2 pump battery would not charge. Initially, there was no indication of a power source alert, and attempts to resolve the issue using both the tandem charging cable and wall adapter were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to try different charging solutions, but the problem persisted. Tandem technical support decided to replace the pump and approved the replacement of charging supplies. The customer was also instructed on backup therapy measures to ensure continuous insulin delivery and on the steps to return the defective pump using a prepaid label.